Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead had exhibited undersensing during a previous clinic visit. Upon reprogramming, the lead began oversensing far r-waves. The patient presented for a lead revision procedure on (B)(6) 2018 and the lead was removed and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.